Manufacturer narrative:
The system technical performance during treatment was thoroughly reviewed;no technical issues were found. No system malfunction occurred. All sonication parameters were within the normal ranges with no exceptional usage.

Event description:
The patient underwent exablate thalamotomy for essential tremor and no side effects were recorded on the day of treatment. On (B)(6) 2018, insightec learned that after treatment the patient was a little unsteady on her feet, but she managed to walk from the mr room. After returning to the ward patient had difficulties in walking. The patient was hospitalized for 2 weeks, being treated with a reducing dose of dexamethasone for 3 days. The patient through this time remained unstable but was able to walk with aids (frame). On (B)(6) 2018, when the case was discussed with the site team, the patient continues to slowly improve and is receiving physiotherapy. At this time, there is no additional information.